Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced productive cough ("coughing up flem") and tooth fracture ("teeth breaking "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, productive cough and tooth fracture outcome was unknown. The reporter considered medical device removal, productive cough and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: deletion process for (B)(4) as it was confirmed, it is duplicated of (B)(4).all data transferred into retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced productive cough ("coughing up phlegm"). The patient was treated with surgery. At the time of the report, the medical device removal and productive cough outcome was unknown. The reporter considered medical device removal and productive cough to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal, coughing. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced productive cough ("coughing up flem"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and productive cough outcome was unknown. The reporter considered medical device removal and productive cough to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal, coughing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.